Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump experienced a load-step malfunction. The reporter stated the patient remained attached to the pump during the prime step, which indicates an element of user error. During the prime process, the reporter alleged the pump emitted a ¿cartridge not detected¿ warning and the plunger in the insulin syringe was pushed from the filled position to the zero-volume position as the force sensor did not sense the cartridge during the prime step. The patient believed they had been injected with a full cartridge of insulin all at once during the prime step because they were attached to the pump during this step. The patient went to the hospital in anticipation of a hypoglycemic condition from receiving a full cartridge of insulin and consumed ¿sugar¿ to prevent their blood glucose from going too low. The reported stated that after the previously noted events, the patient realized that there had not been any insulin in the cartridge to begin with, only air. Therefore, the patient did not receive the full cartridge of insulin they initial feared they had during the prime step. Because of consuming ¿sugar¿ to prevent the anticipated hypoglycemia, the patient blood glucose elevated to 316 mg/dl without any other symptoms by the time they arrived at the hospital. The reporter did not report the patient having received any treatment at the hospital. This elevated blood glucose level without additional symptoms or treatment by a health care provider does not qualify as reportable adverse event per animas criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with this complaint. The reporter alleged that the insulin cartridge was empty of insulin but filled with air due to an issue with the filling needle, which has been reported on medwatch report # 2531779-2019-00101. Although use error has been identified as a contributing issue in this complaint, this complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. In this instance, animas could not rule out that there is a force sensor malfunction that resulted in the ¿cartridge not detected¿ error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the pump black box showed no evidence of a load step malfunction. During investigation, the ez-prime steps were performed correctly; the pump was able to load and display a 100 unit test cartridge. The pump was exercised for 12 hours with no issues. The pump¿s cover was removed and no evidence of an intermittent condition was observed to the force sensor flex. The original complaint of a load step malfunction was not duplicated during testing. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. The returned battery cap was able to fit securely.